Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2007, the patient underwent stenting of the 2nd diag (pre-dilated) & mid lad (pre-dilated) with two xience stents. In 2009, the patient experienced chest pain or angina equivalent and was hospitalized. The initial ck md and troponin levels were elevated and the patient was diagnosed with a non q-wave mi. Diagnostic coronary angiography was performed the next day and revealed >=70% and <100% stenosis within the mid lad. The mid lad was revascularized with another companys des. Resolve date reported as two days later. There is no further event or patient information available at this time.